Event description:
During a procedure, it was reported that noise occurred on all signals. The lasso® 2515 nav variable catheter was replaced and the issue was resolved. The procedure was completed successfully with no patient consequences. On (B)(4), received additional information requested from bwi representative stating that the noise was observed in all channels, body surface and intracardiac signals were completely unreadable in both systems simultaneously. The physician was not capable to interpret the signals and able to monitor patient heart rhythm. Due to this additional information, this complaint became reportable. Awareness date changed from (B)(6) 2014.

Manufacturer narrative:
Since the lot # 15987764l was provided, the device history records was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
A) as the product has been returned, an analysis was able to be performed. B) (B)(4) during a procedure, it was reported that noise occurred on all signals. The lasso® 2515 nav variable catheter was replaced and the issue was resolved. The procedure was completed successfully with no patient consequences. On march 18th, received additional information requested from bwi representative stating that the noise was observed in all channels, body surface and intracardiac signals were completely unreadable in both systems simultaneously. The physician was not capable to interpret the signals and able to monitor patient heart rhythm. The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and was found in good physical condition. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint was not confirmed.

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported. (B)(4)